Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced leaking at the infusion set site. The customer¿s blood glucose (bg) level was 569 mg/dl and the bg level was addressed with a bolus via the pump. Tandem technical support assisted the customer with changing out the infusion set and filled a new cannula. Multiple attempts were made by tandem's technical support to obtain infusion set information; however, no additional information was provided.